Event description:
It was reported that the valve pack was not rotating and the power inlet module needed to be changed. The event did not occur during surgery. There was no patient involvement. The investigation found evidence that the fuse burnt the power inlet module and the power inlet module had discoloration. There was no smoke present. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record identified the following related repair: tech confirmed the unit would not power on due to the fuse having burnt the power inlet module. Tech replaced the power inlet module, tested the unit, and returned it to service. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.